Manufacturer narrative:
The explanted spectra cylinder was returned for evaluation - the analysis results indicate the cylinder was fully functional. The cylinder appeared to have sustained damage during the removal of the device. The circumstances surrounding the damage are unknown.

Event description:
It was reported that the patient had one of his spectra concealable penile prosthesis cylinders removed due to erosion. No further patient complications were reported in relation with this event.